Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A part of the suture with both anchors attached was returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. A suture and anchor are visible and detached from the device. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material documentation found that the storage specifications are documented and a material certificate is required with each lot. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. No relevant clinical information was provided for inclusion in this medical investigation. Although we cannot rule out a procedural variance as the likely cause of the reported failure. According to the report, there was a delay less or equal than 30 minutes and the procedure was completed with a smith and nephew back up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscus repair, the suture disconnected from the fast-fix, all the ts were already inserted in the meniscus. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.